Event description:
It was reported that difficulty advancing within the artery and vessel perforation occurred. A 14f isleeve introducer sheath was selected for use during a transcatheter aortic valve replacement (tavi) procedure. Small resistance was encountered during insertion of the 14f isleeve introducer sheath. The resistance was mitigated by slightly rotating the 14f isleeve introducer sheath during insertion. An unknown manufacturer's balloon catheter and an unknown manufacturer's aortic valve delivery system were advanced through the 14f isleeve introducer sheath without issue. The aortic valve was treated with the implant of the unknown manufacturer's valve without issue. The devices were removed without issue. Following the removal of the 14f isleeve introducer sheath, angiography was performed and a lesion at the external iliac artery was observed. The lesion was treated with the placement of an unknown manufacturer's stent. The stent was post-dilated and the lesion had grown larger. A surgical intervention was performed. The patient remains in the hospital and their condition has improved.